Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted on (B)(6) 2023. After insertion, the patient stated the sensor never worked/never provided reading. There is no information of if or for how long the patient was aware of sensor problem or whether he was manually monitoring his blood glucose during that time. The following day (B)(6) 2023 at 5:30pm, the patient was brought to the emergency department (ed) by his spouse for an unspecified reason. No patient symptoms were documented. Upon arrival, the bg was >700 mg/dl. The patient was hospitalized for 6 days and treated in the intensive care unit (ICU) with unspecified IV insulin. At the time of the report, the patient was fine with an bg reading of 197 mg/dl. It is unknown if the cgm or the bg meter was displaying this value. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.